Manufacturer narrative:
Device not returned for evaluation.

Event description:
According to the doctor, both lumens of the catheter were "plugged up" which he realized once the catheter was inside the patient and he tried to flush the lumens.

Manufacturer narrative:
The traveler for this lot was reviewed. There were no nonconformances related to this lot for the langston v2. The event description states that both lumens of the catheter were "plugged up". There was no returned product to complete an evaluation on. A record review was completed to rule out any manufacturing related nonconformances. The most likely root cause of this failure is misuse by clinician. The additional information attached to the record states, "the doctor had a filtered extension set with a female luer lock connector on one of the lumens when he tried to flush the catheter. This is what caused it not to flush. It is likely that the damage occured during use. The event description states that both lumens were "plugged up". The IFU states, "the catheter lumen must be flushed with sterile saline prior to use to ensure catheter is free from debris which could be introduced into the body.